Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited tones which alerted the patient to visit their health care provider. A device interrogation would illustrate the tone notification was in response to an out of range shock impedance measurement. The trend review did show slight variation on the impedance measurements. During the in office testing, values were within a normal/acceptable range and as such, the physician elected to enroll the patient in a remote monitoring program and increase the out of range, tone indicator. No adverse patient effects and the associated right ventricular lead is a non boston scientific product.